Event description:
It was reported by service report that the cot has a bent release cross bar on the breakaway head section. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.